Event description:
It was reported that an asymptomatic, non-dependent patient presented via merlin.net transmission. There was noise on the right ventricular lead. The physician decided to reprogram the device to unipolar sensing to resolve the noise issue. The patient will be monitored normally.